Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. The displacement test also passed. However, the device alarmed unexpected restart error at one point; all of the stored information on the device erased. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal insulin pump use. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion and displacement tests. No motor error or external ram crc alarms were noted. However, unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump was received with missing segments due to a cracked zebra connector on the lcd board, a cracked case at the display window corners, cracked battery tube threads, a corroded battery tube and minor scratches on the lcd window.